Manufacturer narrative:
H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the scratched screen. The customer stated problem was duplicated. The moment the device was powered up the device started double beeping, downstream occlusion sensor was defective and it was replaced. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information was received regarding a cadd legacy 1 pump. It was reported that there was a double beep no cassette during testing. There was no patient, or clinician injury associated with this event.